Event description:
The pt was in interventional radiology for embolization of an abdominal aortic aneurysm endoleak. After multiple attempts the ring drainage catheter fractured and 10 cm of the catheter was left in the pt. Unsuccessful attempts were made to retrieve the retained catheter. Info received on (B)(6) 2012, by risk management at the facility: the fractured device still remains in the pt. The pt is stable and has been released from the hospital. The physician is following up and monitoring the pt.

Manufacturer narrative:
(B)(6). Although requested, the complaint device was not returned to assist in our investigation. However, the complaint is confirmed per the customer's testimony. Quality control verifies the surface of the catheter is clean and free of damage. The strength and elongation of a sample of each lot of tubing are verified as well. Without the actual complaint device it is difficult to determine what may have led to this failure. However, it is possible that the device met resistance beyond its design. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. Per the conclusion of quality engineering risk assessment, no further mitigating action is necessary at this time.